Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the implant did not work for them. It was inconvenient for compatibility reasons. Patient stated they kept it turned off most of the time. Patient reported that it was used to control bladder, but it doesn't. Patient said they gave it a chance for 6 months after implant, but they were still getting up to go to the bathroom all the time to pee. Patient reported there may have been a fall related to the issues reported, but was unwilling to provide further information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had the device removed in (B)(6) 2017 because they were not happy with it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the healthcare provider¿s office had no record of the explant surgery. No further patient complications are anticipated or expected as a result of this event.